Event description:
It was reported that a (B) (4) handheld computer's screen was freezing on the interrogation screen. A soft reset was performed and resolved the issue. However, it is known that under certain conditions, the reported screen freeze event can occur with the (B) (4) computer.